Event description:
The device remains at the customer site and no further evaluation is warranted at this time. There was no patient involvement. The fse evaluated the device on site, plugged and unplugged the power cable and restarted the machine, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the power cable that wasn't plugged in all the way.